Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime/delivery, no delivery and self-tests. No unexpected external ram crc error alarm noted during testing. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit was received with an unexpected restart error alarm after battery changed and time/date has been reset to factory default due to broken solder joint on interface board. Unit had cracked reservoir tube window.

Event description:
Customer reported via phone call that battery was not lasting more than four weeks and each time battery was changed, time and date had to be reset. During troubleshooting, alarm history showed an unexpected restart alarm and an external ram crc error alarm. Customer's blood glucose was unknown.